Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the device shows signs of use with discoloration on the suture. The sutures were returned all separate with one all white suture through the suture button. The saddle portion of the blue and white suture is frayed and broken. Product information confirmed from label. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is confirmed from product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: poland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant was fractured during insertion into the femoral canal. The thread was torn from the loop. Attempts have been made and additional information on the reported event is unavailable at this time.